Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 55-year-old male patient, in CPAP and simv modes, the device displayed an "airway pressure sensing failure - 1052 error message." Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a field service technician onsite with no discrepancies noted. Event logs were not available for review, but the customer provided a photo of the 1052 error on a device. The service code indicates a communication problem between the airway pressure sensor and the smart pneumatic module (spm) pcba. The device passed all onsite testing with no issues notes. Unable to determine if the patient coughing repeatedly was a factor as communicated by the clinician. The device was recertified onsite and returned to clinical use. Analysis of reports of this type has not identified an increase in trend.